Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # pc-(B)(4). The actual sample was returned for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were as expected, and the end suture piece was observed cut that appears to be by use of a surgical instrument. Also, a suture piece was examined, damaged (flat) was found and the ends were cut. The product code (B)(4) contains an absorbable suture and as the sample was received open, the time of exposure that has the suture pieces in the environment could not be determined. The suture pieces were tested by knot tensile strength and the results were above the minimum individual strength requirement.due to the sample condition, the assignable cause suggests an improper handling of the sample.